Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not was not working on the screen, it did not align with the cursor and therefore the bezel shield assembly was replaced and the stylus was calibrated to the new screen. Additionally the hard drive was reconfigured and the software reloaded and updated. (B)(4).

Event description:
It was reported that the programmer's stylus was not working on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.